Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep had issue with the top channel 0-7 electrodes. When the lead was inserted the hex wrench was clicking but they were still able to pulled the lead out. The rep stated that they attempted with multiple screw "drives", which clicked but the set screw would not torque on the lead. The rep stated for the case they replaced the ins with another new ins. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Device code (B)(4) no longer applies as it is now clear that the problem was with the neurostimulator and not the lead. Device code (B)(4) has been added to code the actual allegation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the issues was not determined and the representative clarified that the issue was with the ins and not the lead. The patient's information was updated. No further complications reported.